Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post- laminectomy pain. It was reported that they had to have both of their ins replaced and wanted to have their mdt rep be at their upcoming appointment. Pt noted the first ins needed to be replaced because of normal battery depletion and the second ins needed to be replaced because they were unable to charge the ins since "probably (B)(6)" (pt confirmed in 2022). Pt noted they notified their mdt rep. Via in person at their healthcare provider's (hcp) office about not being able to charge the second ins in "(B)(6)." Pt noted that mdt rep. Couldn't charge the ins in person when they met in (B)(6). The patient was redirected to their healthcare provider to further address the issue. Patient services specialist (pss) provide the pt with the number for their hcp to call and request a mdt rep to attend the appointment. No symptoms were reported.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined, they are still planning on replacing the device with an updated device. They are still waiting on records from (B)(6) before the surgery.

Manufacturer narrative:
Continuation of d10: product ID 37713 lot# serial# (B)(6) implanted: (B)(6) 2013 product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.